Manufacturer narrative:
Per additional information received, this event has been confirmed to be an out of box failure found by a ge employee. Therefore, it is not reportable.

Manufacturer narrative:
Unique device identifier was not included in the original report. (B)(4).

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and review of the error logs. The solenoid, acb (anesthesia control board) and software sp03 were replaced to resolve the reported issue.

Event description:
The hospital reported that, during installation, unit can't start mechanical ventilation. There was no reported patient involvement.